Event description:
The customer reported the High Flow Insufflator was not working during set up / Inspection for use (during set up in room / before patient in room).

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.